Manufacturer narrative:
(B)(4). Report source - foreign: event occurred in (B)(6). Concomitant medical products: item# 00434811313; humeral stem 48 degrees 13 mm stem diameter 130 mm stem length; lot# 60748332. Item# unknown; unknown humeral head; lot# unknown. The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04741.

Event description:
It was reported that the patient has underwent an initial shoulder arthroplasty. Subsequently, the patient was revised due to pain and wear of the glenoid component. It was further reported that tantalum debris was evident on scans. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the pictures provided. Visual examination of the provided pictures identified that stem and glenoid devices are explanted and have blood stains on them. The glenoid implant is severely worn/damaged. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.